Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/13/2016, that on (B)(6) 2016, the receiver screen became frozen. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. A global receiver functional test was performed on the receiver finding no failures related to the customer complaint. The receiver data was downloaded and reviewed, finding no observations related to the customers complaint. At no time during the investigations did the screen display freeze. The complaint of a frozen display screem could not be confirmed. The root cause could not be determined.